Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported a fresenius peritoneal dialysis (pd) patient who expired on (B)(6) 2018. Upon follow up with the peritoneal dialysis nurse (pdrn), it was reported that the patient death was due to cardiac arrest (details unknown). The pdrn confirmed that the patient was not connected to their dialyzer when they expired, and advised the patient was not hospitalized prior to his death. A probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of death. Nevertheless, it cannot fully be determined if a temporal relationship exists, as there are different accounts regarding the timeline and if the patient was in active treatment at the time of the event. The etiology of the event is unknown, therefore causality cannot be determined. However, it is possible the patient¿s history of cardiac comorbidities (reportedly) caused or contributed to the event. Additionally, the liberty select cycler was not returned for product evaluation, therefore it cannot be evaluated for causal or contributory involvement. At the time of this investigation, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of death. Nevertheless, it cannot fully be determined if a temporal relationship exists, as there are different accounts regarding the timeline and if the patient was in active treatment at the time of the event. The etiology of the event is unknown, therefore causality cannot be determined. However, it is possible the patient¿s history of cardiac comorbidities (reportedly) caused or contributed to the event. Additionally, the liberty select cycler was not returned for product evaluation, therefore it cannot be evaluated for causal or contributory involvement. It is known, however that end stage renal disease (esrd) patients have a higher mortality rating compared to the general population. Additionally, sudden death and cardiac arrhythmias account for 37% of all deaths in the medicare esrd population. At the time of this investigation, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event(s).